Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty of breathing/ short of breath, respiratory issues, respiratory tract irritation, dizziness, headache, nausea, vomiting, and asthma. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty of breathing/ short of breath, respiratory issues, respiratory tract irritation, dizziness, headache, nausea, vomiting, and asthma. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on, and the airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The manufacturer concludes that there was no visible foam degradation and the unit has passed final test. In this report, in box b adverse event/product problem has been updated/corrected. In box e reporting institution name has been updated/corrected. In box g report source - other has been updated/corrected. In box d device avail. For eval? And date returned has been updated/corrected. In box h method code, results code and conclusion code has been updated/corrected.